Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device. Reportedly, an unknown failure occurred with two prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from ni to no.